Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient with a diagnosis of advanced colon cancer underwent port placement surgery via the internal jugular vein, with the port placed two finger widths below the clavicle using the powerport m.r.I. Isp. After successful pre puncture blood aspiration using an anesthetic cannula, an 18g introducer needle was used to puncture the vein under ultrasound guidance. Upon advancing the guidewire approximately 10 cm, resistance was encountered, and despite multiple attempts to adjust the angle, the guidewire could not be withdrawn. The guidewire and introducer needle were removed together, at which time the guidewire was observed to be bent and appearing as if broken, it was subsequently discarded as unusable. The incident reportedly caused patient pain, prolonged the surgical procedure, and negatively impacted the healthcare provider¿s morale. The procedure was completed using another device. The current status of the patient is unknow.